Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Cannot confirm dislodgement. Concomitant product: 694765 lead, implanted: (B)(6)2008.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes with noise and sensing integrity counter (sic) due to a possible fracture. The rv lead was partially explanted and was replaced with a new lead. It was also reported that the right atrial (ra) lead became dislodged during the extraction procedure for the rv lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and was analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Cannot confirm dislodgement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.